Manufacturer narrative:
Examination was not possible, as the device has not been returned. The investigation could not draw any conclusions about the reported event without the return of the device. Further investigation is not warranted at this time.

Event description:
It was reported that second t did not deploy. A backup device was available to complete the procedure with no delay or patient injuries.

Manufacturer narrative:
One fast-fix 360 curved needle delivery system was returned for evaluation. Only the insertion device was returned no suture or ts. Visual assessment of the device showed the actuators is in its post t2 deployment position indicating a complete deployment. The device was functionally tested for proper actuator advancement and cycling and were found not to function as intended. This investigation could not identify any evidence of product contribution to the reported complaint.